Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that the reported problem was not found in the event log. During analysis, the customer's reported problem was not able to be duplicated. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No patient involvement reported.